Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-38 driver shaft, t10 hex, cannulated serial/batch number (B)(6) were received for investigation. Visual evaluation found that the device hex tip broken off. The fragments generated during the event were not returned for analysis. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Event description:
On (B)(6) 2023 it was reported by a sales representative via sems that an ar-8737-38 t10 hexalobe broke during a case. The surgeon tried to screw a 4.0 headless screw in it and snapped the head of the driver. It was replaced and the same event occurred. The head also broke. Another t-10 was used from another set to complete the case. The screws were hard to get out but all was retrieved. No patient affect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.